Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (B)(6) female patient who underwent primary breast augmentation surgery with two 310cc mentor smooth round high profile saline breast implants experienced bilateral capsular contracture baker grade unknown and left sided deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left sided device. See 1645337-2019-23587 for contralateral prosthesis report.